Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(6)) was returned for evaluation following a routine transplant and a log file was downloaded for review with events spanning approximately 5 days (from day 2385, hour 10, minute 32 to day 2389, hour 20, minute 12, and day 0, hour 0, minute 0 per timestamps). Events with the timestamp of day 0, hour 0, minute 0 were recorded after the transplant and are not associated with a pump. Events from day 2389, hour 19, minute 20 to the end of the log file is consistent with the transplant procedure. There were no other notable events active in the log file. The system controller was functionally tested and passed all testing, no device issues were found. Events with the timestamp of day 0, hour 0, minute 0 were recorded during testing at abbott. Events from day 2389, hour 19, minute 28 to the end of the log file is consistent with the transplant procedure. On day 2389, hour 20, minute 11, a motor stop command is received, and the pump speed drops to 0 rpm. On day 2389, hour 20, minute 12 the driveline is disconnected. There were no other notable events active in the log file. The system controller was functionally tested and was able to support pump function without issue. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook (rev. D) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. D) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. D) section 10 and heartmate ii instructions for use (IFU) (rev. D) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant. The pump and system controllers were to return. Difficulty pressing the driveline release button was noted during the investigation of the returned controller.